Event description:
Patient presented to the clinic with an increased in capture threshold. X-ray revealed that the lead had pulled back. The patient underwent a successful lead repositioning procedure.

Manufacturer narrative:
.